Event description:
It was reported that the patient experience a reimplant surgery of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.